Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged during catheter slitting. The lead was removed. A second lead was attempted but also dislodged during catheter slitting. The lead was removed. A third lead was attempted but not used due to unacceptable capture thresholds despite multiple attempts to reposition. No further lv lead implant attempts were made. No patient complications have been reported as a result of this event.